Event description:
It was reported that the arctic sun device had a water-cooling malfunction. Per review of wo on 24feb2025, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter's phone number that is provided is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to faulty chiller assembly. The arctic sun 5000 was evaluated upon receipt. T4 was not cooling down. (Arctic sun 5000) 113 reduced water temperature control was observed. Chiller assembly was replaced. This device was evaluated for functionality per (B)(4). It passed all tests successfully. The evaluation found no other issues with the arctic sun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The initial reporter's phone number that is provided is (B)(6). Corrections: b, d, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a water-cooling malfunction. Per review of wo on 24feb2025, there was no patient involvement. Per follow up information received via mail on 15may2025, cooling malfunction issue was reported. They repaired the device on the customer site. Chiller assembly was defective. They replaced the chiller assembly, and the issue was resolved.